Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the iliac vein. A 75 cm, 14x60/9fr wallstent endoprosthesis stent was placed. After using a 14mm balloon catheter for post-dilatation, the distal end of the stent was deformed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the iliac vein. A 75 cm, 14x60/9fr wallstent endoprosthesis stent was placed. After using a 14mm balloon catheter for post-dilatation, the distal end of the stent was deformed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. It was further reported that the procedure was completed with the original device and no additional stent was used in the procedure.

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the iliac vein. A 75 cm, 14x60/9fr wallstent endoprosthesis was selected for a procedure. The distal end of the stent was deformed after using a 14mm balloon catheter for post dilatation. The procedure was completed with the original device. No patient complications reported and the patient's status was stable. It was further reported that the procedure was completed with the original device and no additional stent was used in the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Initial reporter address 1: (B)(6). Type of reportable event corrected to malfunction based on additional information received. Device evaluated by MFR.: the device as not returned for analysis, however media was provided. The returned cine images confirmed stent deformation was observed at the edge of the implanted stent.